Manufacturer narrative:
Internal analysis was done. It was determined that the system was initially configured incorrectly. The system was reconfigured. This resolved the issue and the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the newly installed system had a message saying the camera localizer not connected. The led on the camera itself was green and receiving power. Cart to cart cable was re-seated and manufacturer representative verified that the network switch cables from main cart and camera cart monitor were fully seated in router. Hard reboot of the system was recommended. No patient present. Additional information was received. It was reported that the issue was that the system was configured incorrectly.